Manufacturer narrative:
Lot number has been populated based on the sample received.

Manufacturer narrative:
The quantity was manufactured on 09/22/2014. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample with lot number 426055464x and date code 265-4d2 was received for evaluation. After performing visual inspection per procedure, the sample was received assembled. The blue connector and white catheter were observed attached. The failure mode was not confirmed as the physical sample was evaluated and the blue connector was found attached in the white catheter. The exact root cause could not be determined. However, as immediate containment action at the manufacturing facility, the appropriate personnel were notified about the incident reported and to make them aware of this incident. As a countermeasure, a quality alert was posted in front of the operator to reinforce in the inspection in process and the assembly method. As current controls in the production process include visual aids that illustrate and help the operator on how to perform the catheter assembly method and also help with the correct way to place the catheter in the blue component. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Event description:
It was reported to covidien on 02/03/2015 that a customer had an issue with a catheter and collection bag. The customer states the catheter became disconnected from the bag and contaminated the staff. This was a vre patient and the staff was splashed in the eye.

Manufacturer narrative:
Submit date: 02/19/2015. An investigation is currently underway; upon completion, the results will be forwarded.